Event description:
A company representative reported that a cayman spring loaded awl deformed intra-operatively. The procedure was completed successfully with a five minute surgical delay and no adverse consequence to the patient.

Event description:
A company representative reported that a cayman spring loaded awl deformed intra-operatively. The procedure was completed successfully with a five-minute surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.